Event description:
It was reported that the patient's device had not been interrogated for many years. The device could not be identified by the programmer and no pacing or output were noted. The device was explanted and replaced. No patient complications have been reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.